Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices have not been returned to manufacturer for eval. Additionally, device specific identification numbers were not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components 13 days postoperatively due to incomplete seating of the glenosphere on the glenoid baseplate.